Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was also reported that the customer's blood glucose dropped from 600 mg/dl to 110 mg/dl in forty minutes, and then the customer started to have very bad body cramping and leg cramping, could not walk and could not breath, had severe chest pain, cold sweat, and dizzy. It was stated that the customer took some nitro as directed within five minutes apart while the paramedics were called and the customer was taken to the hospital. It was reported that the cannula was curled. It was also stated that the customer's blood glucose was high during the night and he was found next day in the morning with low blood glucose of 100 mg/dl. Later, troubleshooting was performed. Ran a fixed prime and high pressure tests and the device passed the tests. No further information was provided.